Manufacturer narrative:
Hcp called a senseonics employee and confirmed that during the insertion procedure, there was no sensor inserted and the sensor was still in the sensor holder. This was due to a procedural error and does not require any additional investigation.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the user could not locate the new sensor with the transmitter after insertion.